Manufacturer narrative:
Service in the field was performed on october 10, 2016. The replaced top cover s/n (B)(4) was received at the manufacturer on november 22, 2016. The top cover was sent to the supplier.

Manufacturer narrative:
System analysis/service repair on october 10, 2016: the reported issue of "system does not turn on" was evaluated and determined to be due to a faulty topcover and vsb. The top cover and vsb were replaced. The system was tested and verified to be working within manufacturer's specifications.

Manufacturer narrative:
Device codes added. Device evaluated by manufacturer updated evaluation codes added. Service in the field was performed on october 10, 2016. The replaced top cover s/n (B)(4) was received at the manufacturer on november 22, 2016. The top cover was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier and received back at the manufacturer on june 23, 2017. Supplier evaluation noted that upon power up a blue line was observed on the screen. During testing, the flash memory was found to have been corrupted and it was determined that u620 component was faulty and was replaced. The top cover was upgraded to (B)(4) and reprogrammed. The top cover was retested and passed specifications following the component replacement and upgrade. The returned repaired top cover was returned back to stock. Probable root cause: based on supplier analysis report, the probable root cause was determined to be due to a faulty u620 component in the top cover.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on october 10, 2016. The replaced top cover s/n (B)(4) was received at the manufacturer on november 22, 2016.

Event description:
It was reported that during preparation the ¿systems did not turn on. Only after 5 times restart and then systems shut down.¿ patient outcome ¿not completed due to this event.¿ patient/user complications: ¿none.¿ there was no further information reported.